Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A cusa 23 khz standard tip was used during a liver resection. After 5-10 minutes of continuous use, the tip was being placed down, when the surgeon felt a sting to the back of the hand. The register believed that the foot was not on the pedal at the time. After the procedure was completed, the surgeon noticed "erosion" on back of the hand. It was reported that the "erosion was small and of no consequences. No medical treatment was required." A cem nosecone was not used during this procedure.